Event description:
Information received indicates when articulating the head section up the foot hi/low will also move up.

Manufacturer narrative:
The technician calibrated the bed sensors to repair the bed.